Manufacturer narrative:
This mor submitted 04/10/2014 references itc complaint (B)(4). Act-lr cuvettes were used with the elite system; no lot numbers were provided.

Event description:
A healthcare professional reports act-lr results lower than reference with the hemochron signature elite microcoagulation system during an unspecified procedure. The patient's therapeutic target time was not specified. The patient was administered an initial heparin bolus of 5,000 units. The following test result performed on the elite generated an act-lr result of 287s. The patient was subsequently administered an additional 500 units of heparin and the following act-lr result of 292s was generated. The medical staff believed that the act-lr results were lower than expected when compared to the patient's status, and a second elite instrument was used as a reference. The result generated on the reference elite instrument was 359s. A side-by-side comparison test generated a result of 253s on the initial instrument and a result of 322s on the reference instrument. The act-lr results generated by the reference elite instrument were deemed consistent with the patient's status. The procedure was completed using the results generated from the reference elite instrument. No adverse events were reported.